Manufacturer narrative:
] The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm® vollure¿ xc in the nasolabial folds and immediately experienced pain. Patient ended up in the ER due to a full blown inflammatory response and having re-occurring sinus infections for the last year and more. Patient was treated with hylenex more than 20 times but event is ongoing. Patient had five rounds of antibiotics and six rounds of steroids to combat the swelling and pain. They are concerned it may be silicone based gel that was injected into them.